Manufacturer narrative:
The reported events of over-sensing, and defective device were not confirmed. The pacer was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that there was noise resulting in oversensing observed on the device. During the revision procedure, the noise was unable to be reproduced with provocation on the leads and measurements on the pacing system analyzer (psa) for the leads were acceptable. The device was explanted and a new device was implanted to resolve the event. The suspected cause of the event was a header anomaly. The patient is stable with no consequences.